Event description:
On (B)(6) 2009, a gore propaten vascular graft was implanted during a bypass procedure. The bypass procedure was performed on the right leg, from an existing graft to below-knee popliteal artery. Within one month, the patient experienced hemodynamic failure and limb loss.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The investigation is in progress pending the completion of the manufacturing record review.